Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the diagonal artery. The 2.5x30mm trek balloon dilatation catheter (bdc) was attempted to be used in the procedure; however, the balloon became torn and separated while introducing the balloon in the guide catheter. The bdc and separated portion was able to be removed from the patient. Another trek balloon was used to continue the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon separation was not confirmed; however, return device analysis noted that the outer member was separated distally from guidewire notch and the tip material was separated distally from distal balloon marker which is possibly what the account perceived as the reported balloon separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to a torn and separated balloon may include, but not limited to, manufacturing damage, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. Return device analysis noted that the outer member was separated distally from guidewire notch and the tip material was separated distally from distal balloon marker which is possibly what the account perceived as the reported balloon separation; however, since limited information was provided, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.